Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945-65 lead, implanted: (B)(6) 2002; 5076-45 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported by the patient's family member that the patient died in a car accident while driving and that the device contributed to the patient's death. Follow up was conducted to obtain additional information about the patient's device and death. The patient was last seen approximately five months prior to their death for a device check. No performance issues were noted at that time and the device appeared to be functioning normally. No other information is available at this time. Cause of death has not yet been determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.